Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the 24 hour electrocardiograms revealed intermittent output on the pulse generator. The patient was asymptomatic to the event. The physician elected to take no action at this time. The patient's current condition is good.